Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there was one other complaint reported against the lot. The complaint addresses an internal blood leak (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a hemodialysis (hd) patient¿s treatment on (B)(6) 2023. The bmt stated the technician reported the machine prompted with a blood leak alert. The pump was immediately stopped and the needles were clamped. Blood test strips were used and tested positive for the presence of blood. The patient remained asymptomatic. The estimated blood loss was 150ml. Upon follow-up, the bmt confirmed the blood leak was internal and occurred after an unknown amount of time following initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 150ml. Immediately following the event, the patient did not resume their remaining hemodialysis treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak during a hemodialysis (hd) patient¿s treatment on (B)(6)2023. The bmt stated the technician reported the machine prompted with a blood leak alert. The pump was immediately stopped and the needles were clamped. Blood test strips were used and tested positive for the presence of blood. The patient remained asymptomatic. The estimated blood loss was 150ml. Upon follow-up, the bmt confirmed the blood leak was internal and occurred after an unknown amount of time following initiation of treatment. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was not visually observed within the dialyzer housing. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The estimated blood loss was 150ml. Immediately following the event, the patient did not resume their remaining hemodialysis treatment. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.